Manufacturer narrative:
(B)(4). Investigation result a visual examination of the returned complaint device found that the needle was on the back side of the stop pin. The needle was removed and reset within zero range, it was attempted to inflate to 20 psi but the needle did not move. There were finger prints and a residue inside of the lens which indicated that the unit was damaged during cleaning, resulting in an internal movement break. The reported event was confirmed. The device problem is likely to happen during cleaning which were traced to improper routine or preventive maintenance. Therefore, the most probable root cause is cause traced to maintenance. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during pneumatic dilation procedure performed on (B)(6) 2021. During the procedure, it noted that the device did not had the pressure. The procedure was completed with another pneumatic inflator device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of gauge reading inaccurate.